Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't charge batteries) has been confirmed. As received, the charger/modem had an intermittent power supply brick. The cause of the inability to properly charge the batteries is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply. The patient was issued a replacement battery charger.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) female patient to report that the battery charger was not charging the battery pack. The patient was issued a replacement charger.